Event description:
The customer reported approximately two (2) milliliters of blood fluid leaked inside the instrument on the blood sampling valve (bsv) drip tray involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe rinse block unscrewed from the probe wipe base which caused liquid from rinse to leak onto the drip tray. The fse also observed air leaked from line vl59. The fse re-secured the probe rinse block to the base and replaced pinch valve vl59. Instrument verification was performed and service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).